Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 10/13/2014 device evaluation: the device has been returned to animas and evaluated on (B)(4) 2014 with the following findings: a visual inspection showed that the keypad was cut underneath the down key. The ok and down buttons were not working due to the ok contact missing and the down key contact being moved. Contamination was found underneath the contrast button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.